Event description:
The manufacturer received information alleging a ventilator was displaying a 'low circuit leak" alarm. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that a sensor board needed to be replaced to address a test failure. The device failed a step during testing. The device's oxygen blending module board was replaced to address the issue.